Event description:
This is filed to report the clip detaching from one leaflet requiring intervention. It was reported that a mitraclip procedure was performed on (B)(6) 2021 to treat functional mitral regurgitation (mr) grade 3+. An ntw clip was implanted reducing mr to grade 1. On (B)(6) 2023 the patient returned with the ntw clip detached from the posterior leaflet (single leaflet device attachment (slda)) and recurrent mr grade 4+. The physician suspected tissue damage and believes the slda was due to the friable leaflets. An additional procedure was completed on (B)(6) 2023 to stabilize the slda, reducing mr to grade 1-2. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported worsening mitral regurgitation (mr) associated with the mr increasing to 4+. The reported unspecified tissue injury associated with the speculated posterior leaflet tear would be due to challenging patient anatomy (thin/ friable leaflets). The reported incomplete coaptation associated with the slda appears to be due to the thin/ friable leaflets. The reported patient effects of mitral regurgitation and tissue injury, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.